Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) empties helium tanks while it is not being used. The customer explained that the iabp is no used often, and they wanted to know if they should turn the helium tank off between usage. The customer suggested that this specific iabp in their fleet is the only one that does this and that it did this immediately upon install by getinge. Also, the customer was advised that the pump was outside the preventive maintenance (pm) schedule for the USA. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp unit would vary leakage between 20 to 25 psi with tank off over a 5 minute period. To fix the issue, the fse replaced the helium, reservoir assembly, fill manifold assembly and helium tank valve knob, and reported that the replaced components did not make the helium leak less. The fse verified that the leakage was below acceptable parameters, and performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full event site name is (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) empties helium tanks while it is not being used. The customer explained that the iabp is no used often, and they wanted to know if they should turn the helium tank off between usage. The customer suggested that this specific iabp in their fleet is the only one that does this and that it did this immediately upon install by getinge. Also, the customer was advised that the pump was outside the preventive maintenance (pm) schedule for the USA. There was no patient involvement, and no adverse event reported.